Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history record has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported two (2) synthes evaluation synframe half rings failed inspection. Both items are missing set screws. There was no patient or procedure involved. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. A minimum of four retractors are utilized, each inserted into a guide rod (387.358) and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring (387.336 or 387.337 x2) through ring clamps (387.347). Each guide rod has a swivel clamp which can be adjusted on its axis to enlarge the visible operating area. Relevant drawings for the returned instrument were reviewed (both present revision and from the time of manufacture): top-level, ring and screw. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. No service history reviews were possible as the devices are lot/batch controlled. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The received device was examined and found to be without both set and blocking screws. The half ring shows significant wear consistent with repeated use and rough handling over the lifetime of the instrument (manufactured 2006). No definitive root cause was able to be determined however, based on device age, it is likely that repeated use and device disassembly for sterilization contributed to the observed complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history evaluation/review was attempted. No service history review can be performed as part number 387.337 with lot number(s) 1517112 is a lot/batch controlled item. The manufacture date of this item is feb-2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records was conducted. The report indicates that the: part #387.337, lot #1517112, manufacturing location: (B)(4), manufacturing date: 07. Nov. 2006. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service & repair/maintenance review - eval ¿ the investigation of the complaint articles has shown that. The customer reported the item was missing the set screw. The repair technician reported the threads were stripped. Threads stripped is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.